Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery that did not have any tortuosity or calcification. A 2.5 x 33 mm xience sierra stent delivery system (sds) was advanced to the lesion. However, during inflation the balloon failed to hold pressure (did not reach nominal pressure). The balloon was only partially inflated and blood was also noted to be leaking from the catheter during inflation. Therefore, the device was deflated and removed from the anatomy and the distal stent struts were noted to be flared. No attempt was made to inflate the balloon outside the anatomy due to the urgency of the procedure. Another unspecified xience sierra sds was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.